Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under sensing on the atrial lead. Programming changes were performed to resolve the issue. The patient condition was stable.